Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the ipg would not communicate with external devices following an unrelated surgery. Troubleshooting was attempted to no avail. Surgical intervention is likely planned to address this issue.

Manufacturer narrative:
Patient's date of birth was unintendedly incorrect in the initial report. This report contains correct information.

Event description:
Additional information obtained identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, therapy was achieved post operatively.

Manufacturer narrative:
Pi analysis codes were unintendedly incorrect in the initial report. This report contains corrected data.